Manufacturer narrative:
The device history record for part number 64115-110 lot number 621225 was evaluated and does not reveal any quality concern. The lot was manufactured under the current revision of the engineering drawing of part series (B)(4). The device master record for the part series (B)(4) was evaluated and the changes made have no impact on the safety and effectiveness of the product. A report indicated that the broken part in question was left in pt. However, a small piece was retrieved from the broken part and was returned to alphatec spine. It was unknown if the surgeon used trials to measure the disk space. The selection of the proper size, shape and design of the implant for each pt is crucial to the success of the procedure. The instrument used when the reported incident occurred was not returned to alphatec spine and was not available for evaluation.

Event description:
A report was received indicating that an lcc peek cage broke during surgery on (B)(6)2009. However, the surgeon kept the broken part in pt.